Event description:
It was reported that the user received a dexcom g7 ¿sensor reconnecting¿ alert and experienced a brief loss of cgm signal to the ilet while outdoors wearing thick clothing, which resolved within approximately 15¿20 minutes. Symptoms included no reported adverse clinical effects. Outcomes included no change in functional status, no medical intervention, and no hospitalization. Investigation included a review of device history and technical support assessment with user education on cgm connectivity factors and recommended troubleshooting to re-establish pairing if needed. Investigation of this case revealed that transient signal interference or obstruction is consistent with environmental or body-worn barriers affecting bluetooth communication, and the event duration and recovery were consistent with normal reconnection behavior. It was concluded that the ilet and cgm operated within expected performance parameters and that no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.